Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the high blood glucose levels. The customer's blood glucose level was 510 mg/dl at the time of incident, but was 279 mg/dl at the time of call. The customer's symptoms included a racing heart and wobbly legs. The customer treated with manual injections. The customer was shipped a tubing clamp and was advised to call back when they received it to perform the high pressure test. Nothing was replaced or returned.